Manufacturer narrative:
Our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. During the inspection of the photos foreign material was observed near the connection site of the stop cock. The observed defect can be related to our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information provided.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Foreign material found during production at atom. 1 foreign body.